Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed evidence of a voltage drop resulting in a low battery warning on (B)(4) 2016. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. A leak test showed that there was a leak at the battery compartment crack.